Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose at time of incident was 387 mg/dl and customer¿s current blood glucose was 600 mg/dl. Customer reported the symptoms related to their high blood glucose was dry mouth. Customer treated with pens for high blood glucose. No air bubbles. Customer stated she wants to contact her hcp before continuing troubleshoot. The product was not returned for analysis.